Event description:
It was reported that during a general surgery procedure the tissue pad split and a piece came off during the procedure. The surgeon ordered and x-ray but did not find the piece due to the composition of the material. They noticed this after activation and out of the patient. The surgeon did not know when this occurred . The surgeon did not see it in the patient during the completion of the procedure.

Event description:
It was reported that the instructions for use do not recommend x-ray for placement even though, it is the gold standard. Death of an adult pt due to malposition. Aspiration. No additional information could be obtained since the user facility information was not provided in maude report (B)(4).

Manufacturer narrative:
(B)(4). Added additional information the device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Only month and year known, assumed 1st day of month that complaint was reported.